Event description:
It was reported that the bd texium closed male luer with female cap was leaking. The following information was provided by the initial reporter: we are having issues of leakage where the connection between the texium closed male luer and needle (bd eclipse).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.